Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. Evaluation also revealed a failed cold solder connection from the transmitter to the printed circuit board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the pump¿s display screen was discolored. A review of the black box showed multiple ¿manual high bg entered¿ alerts. During testing, the pump paired with a test transmitter with no warnings occurring. The pump was opened and the cgm module was found to have an intermittent cold solder connection to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).